Event description:
It was reported that significant changes in pacing lead impedance and increase in capture thresholds were observed. The lead was extracted using laser. After explant procedure 1cm externalized conductor from distal to the svc coil was observed. The lead was explanted and will not be returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.